Manufacturer narrative:
The manufacturer received information alleging a ventilator servicer required condition occurred. There was no harm or injury reported. A philips field service engineer evaluated the device and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue were the following parts replaced on the device: in-line proximal filter and flow sensor. After all parts were replaced on the device, the device passed all verification test and the circuit was calibrated. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator servicer required condition occurred. There was no harm or injury reported. A philips field service engineer evaluated the device and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue were the following parts replaced on the device: in-line proximal filter and flow sensor. After all parts were replaced on the device, the device passed all verification test and the circuit was calibrated.